Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and confirmed the shattered glass. Based on the technician's inspection, an exact cause of the reported event could not be determined. While onsite the technician cleaned the glass from the unit, removed the broken lid and installed a new lid. The unit was tested, confirmed to be operating according to specifications, and returned to service. The device history record was reviewed and confirmed the device was manufactured to specification; no abnormalities were noted. No additional issues have been reported.

Event description:
The user facility reported via medwatch mw5177615 that the lid to their advantage plus endoscope reprocessing system shattered. No report of injury.